Event description:
Customer stuck self with needle while performing qc procedure using direct check quality control material. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. Documentation on product components sent to customer. MFR method: no product returned from user facility. MFR results: customer complaint could not be confirmed.